Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant indicated that upon an attempt to discharge, the device prompted a "release shock button" message. The user attempted another time, and the device discharged appropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.